Manufacturer narrative:
Device used for treatment, not diagnosis. Additional classification code: jdw. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): the guide wire-broke intra-op and a portion of the broken wire was left in the patient. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 14.sep.2016; expiry date: 01.sep.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 292.720 / l116099: manufacturing location: (B)(4); manufacturing date: 26.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the guide wire broke off in the patient. The threaded tip of the guide wire was inserted into the patient's left ankle and snapped numerous times in k-wire attachment for drill. A piece was left inside the patient as removing it would have caused more damage and further surgical intervention. No additional information available about patient condition and outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: in total 11 guide wires of the lot l129658 in original package were returned, but the broken wire was not returned. Mia task opened that mfg site can check the specification of one of the intact wires. A DHR review was performed for the affected lot, no irregularities or deviations were detected, which could lead to the complaint failure. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. The relevant dimensions (1.60 -0.1mm) for the function of the product were measured and fulfill the specifications. As we have not received the complainant device, this complaint is rated as unconfirmed. The investigation on the 11 remaining k-wires from same lot has been done and resulted in not valid from the point of view of the manufacturing site. No manufacturing related issue was identified; therefore a review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Email and phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.